Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been having high blood glucose along with a low reservoir alarm. Customer stated that there was an open circle at the top of the insulin pump. Customer's blood glucose was 551 mg/dl. Customer was advised that the open circle was showing her that her reservoir is low and needs to be changed. Customer was walked through changing the set. Customer declined troubleshooting for high blood glucose because she doesn't have any more materials. Customer took a syringe with insulin to try to get it down.